Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve in the aortic position, the 29mm commander and valve advanced outside 16fr esheath+ with success. There were no issues during valve alignment or placement across native valve. At end of valve deployment, the valve angiographically did not appear fully expanded however no huge loss of pressure noticed by ic. Atrion full of blood so delivery balloon ruptured. Initially ds pulled back into esheath+ with no issue however at the point of the external iliac close to femoral head the ds could not be removed from inside the sheath. The esheath+ was removed but ds with balloon remained in vessel. Ultimately cut down was performed to remove delivery system balloon and patch placed to repair vessel at femoral head. Multiple stents also placed in external iliac to repair damage. Patient well and in ICU. Challenging to predict balloon rupture and remove without cut down. Upon follow up, the fcs advised that no additional volume was added to the balloon prior to inflation, no delivery system leakage was observed, and no difficulty occurred during valve alignment, which was performed in a straight section. Damage was noted as a radial tear in the balloon shaft. The patient remained stable and was discharged two days post-procedure. The perceived root cause was balloon rupture in the setting of severe leaflet calcification (calcium score 3,900) with no annular or sinotubular junction (stj) calcium; however, the stj measured 27 mm and was considered very high. At approximately an 80/20 implant position, the valve and much of the balloon were located beneath the stj. The 3mensio report was available and documented severe leaflet calcification, no annular calcification, an annulus area of 583 mm', mild vessel tortuosity, and a minimum luminal diameter of 8'9 mm from the common femoral artery to the common iliac arteries. The commander lot number was pending site confirmation from the operative notes. Photos of the device were reported to be available separately.